Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : (B)(6). Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking and cannula fell off before due time.